Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was in the hospital for two weeks due to an another indication and developed peritonitis in the hospital. The patient was treated with two doses of vancomycin and unknown antibiotics intraperitoneally for four weeks and is ongoing. The patient was discharged from the hospital. At the time of this report, the patient had not recovered from the event. Action taken with peritoneal dialysis (pd) therapy was not reported, however it was reported that the catheter was removed. No additional information was provided.